Event description:
It was reported that the device delivered appropriate high voltage therapy and anti-tachycardia pacing. The patient was given medication and the device was reprogrammed to resolve the event. The patient was stable and experienced chest pain and dyspnea. There were no adverse consequences.

Event description:
It was reported that the device delivered appropriate high voltage therapy and anti-tachycardia pacing. The patient was given medication and the device was reprogrammed to resolve the event. The patient was stable and experienced chest pain. There were no adverse consequences.